Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a short alarm and the yellow wrench symbol was confirmed during evaluation of the returned power module, serial number (B)(6). Upon connecting the load box to the unit at the european distribution center (edc), a short alarm was heard and the yellow wrench symbol lit up. The main printed circuit board assembly (pcba) was forwarded to product performance engineering (ppe) for further analysis, and the reported event was reproduced again at ppe. A corrective and preventative action (CAPA) was implemented to address this issue, and the root cause was determined to be related to a component on the pcba. The power module and pcba associated with this event was manufactured prior to the implementation of the CAPA. The current revisions of the patient handbook and instruction for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and IFU are currently available. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ covers all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when connecting the load box to the device it caused a short alarm to be heard and the yellow wrench symbol to light up. This was identified at the european distribution center (edc) service center.